Event description:
The lay user/pt called lifescan (lfs) in january 2006 and alleged that her meter was prompting an error 5 message. The medical affairs specialist spoke to the pt in january and obtained/verified the following info. The pt stated that she had not tested on her meter for approx 2 months. Around december 2005, she began to experience symptoms of extreme fatigue, dizziness, and frequent urination. December 20th or 21st, she went to the hospital and obtained a result of 560 mg/dl. She was given insulin to decrease her blood glucose. Prior to going to the hospital she was taking glypizide and she continued taking it as prescribed when unable to test. She reported that she did attempt to test when the symptoms started, but it was still prompting an error 5 message. After being discharged she was prescribed two additional medications: starlix and metformin. The pt stated that she was using the correct technique and that her test strips were in good condition. Although the scripting stated that the error 5 issue did not appear after retesting, the notes stated that the issue was not resolved. A replacement meter has been sent. This complaint is being reported because the pt was unable to test due to the meter issue. She subsequently suffered from hyperglycemia, which required medical intervention.